Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. This device was not evaluated on site by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting over the phone with technical support. The customer tried to replace the power management (pm) board to correct the issue; however, the issue was not resolved. The customer then replaced the power switch overlay to resolve the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator generated a led failure error code. Patient involvement is unknown. Multiple follow up attempts have been made to obtain this information; however, no response has been received.